Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 43. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin.

Event description:
The patient reported after wearing the pod for longer than 48 hours on the hip/buttocks her site was red, irritated, swollen and painful. Her blood glucose (bg) reached 18 mmol/l (324 mg/dl) and that she had to increase her temp basal rate by 20 percent to help bring down her bg levels. She went to see her doctor, after 24 hours of removing the pod, and upon arrival they provided her with cortisone cream and a prescription of apo-cephalex (4 times a day for 14 days) for her site irritation.

Manufacturer narrative:
The returned device was evaluated and no issues were observed with the cannula, adhesive pad, or bottom housing that would contribute to skin irritation. The exact cause of the reported infusion site irritation could not be conclusively determined.